Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer could not recognize a universal serial bus (usb) drive. It was found that the user was not allowing enough time for the drive to be recognized. The caller was advised to allow longer for drive recognition, run the service disk, and update the programmer. The programmer remains in use. There was no patient involvement. It was further reported that the programmer generated a warning message indicating a loss of communication with the analyzer and instructing the user to check the connection in the analyzer bay and to press "restart." The user cycled the power to the programmer however the message recurred. Troubleshooting suggestions included not using the analyzer, replacing the analyzer battery and removing the analyzer and reseating it in the analyzer bay. The caller was going to discuss with the local representative. It was further reported that the biomedical engineer was able to reseat the analyzer connectors and replace the battery and the warning message no longer generates.